Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Incident (required intervention). Anticipated. This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case mw5057494) in united states on 09-nov-2015 who had essure (fallopian tube occlusion insert), lot number 664658 implanted in (B)(6) 2009 after she found out her mothers breast cancer was due to estrogen therapy and she was advised that she should find an alternative to hormonal birth control. She was not informed of any possible side effects and was not informed that the device was nickel based to which she has sensitivity to. Then, days after the procedure she went to the ER (emergency room) because she was experiencing shortness of breath. They could not find a cause and it eventually dissipated. In the month and years following the procedure she experienced burning pain in her hips, abdominal pain to the point she thought she was having gallbladder or appendix issues, pain during intercourse, severe rash/eczema on her scalp and neck and hair loss. Her periods also got progressively heavier and more frequent to the point where she was having it every other week to two weeks and was lasting up to two weeks with severe cramps and heavy bleeding to the point where she was unable to go to work on numerous occasions. Her doctor denied that was caused by the implants but she ultimately chose to have a partial hysterectomy on (B)(6) 2013 to remove her uterus and fallopian tubes to remove the devices. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and after the procedure, her periods got worse and she had heavy bleeding to the point where she was not able to go to work. She ultimately had a partial hysterectomy performed to remove the devices. This event, seen as menorrhagia, is serious due to medical importance and listed in the reference safety information for essure. Considering menstrual pattern changes may occur during essure use and their temporal relationship, causality between menorrhagia and the suspect insert cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. Based on the available information, there is no relationship between the reported events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 12-jan-2016: despite follow-up attempts, no response was given to date. Follow-up received on 16-may-2016: quality-safety evaluation was updated: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: 664658; production date: aug-2009; expiration date: aug-2012 for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up received on 19-may-2016: information received via legal claim states that, on or about (B)(6) 2009, plaintiff visited her health care provider to discuss her option for permanent sterilization procedures. Her health care professional provided her with a brochure touting the selling points of the essure devices, including shorter recovery time, non-surgical implant procedure, less pain than alternatives, and safer than the alternatives with the same effectiveness. This was the first time plaintiff ever heard of this type of procedure; and while she initially desired the standard tubal ligation, this information caused her to consider the devices as an alternative. After considering these selling points listed in the brochure regarding the devices, plaintiff made the decision to undergo the essure procedure, as opposed to alternative permanent sterilization procedures. Shortly after making the decision, she had two essure coils implanted into her body. Several years after the procedure, during 2013, plaintiff started to experience cramping pelvic and abdominal pains, as well as heavier, longer menstrual cycles that were usually painful. On or about (B)(6) 2013, she sought a definitive solution to the problems that she was experiencing and underwent a total abdominal hysterectomy, as well as the remove of the fallopian tubes containing the essure coils. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and after the procedure, her periods got worse and she had heavy bleeding to the point where she was not able to go to work/heavier longer menstrual cycles. She ultimately had a total abdominal hysterectomy performed as well as the remove of the fallopian tubes containing the essure coils. Upon receipt of follow-up, this case became legal. This event, seen as menorrhagia, is serious due to medical importance and listed in the reference safety information for essure. Considering menstrual pattern changes may occur during essure use and their temporal relationship, causality between menorrhagia and the suspect insert cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.